Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: tech - ccl. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information after the tech successfully inserted the dilator/sheath and then inserted device and successfully locked forward/backwards and went to pull tension out. The device was locked and would not release or allow string deployment. The tech cut above connection point and was able to grab string/tamp and achieve hemostasis. The patient was stable, and no blood loss was reported. A pre-deployment angiogram was performed. The procedure performed was a coronary pci. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The procedure sheath size used was an 8 french.